Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2022 it was reported that the patient was admitted on (B)(6) 2022 at the emergency room due to infection in the stoma, with a lot of purulent discharge of liquid. The duodopa pump, peg and pei tubes were removed on (B)(6) 2022. Neurologist informed patient that they were going to place patient in a clinical trial.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient had mycosis in the stoma for about a week and it was recommended to administer lassar¿s paste. On (B)(6) 2021 the patient reported that for about three days she has had a worsening of the stoma area. It is much more reddened and has gone to the navel area with itching. (B)(6) 2021 it was reported patient continues to have a lot of whitish content discharge from the stoma. Area being treated with an unknown antifungal ointment and chlorhexidine. No fever. (B)(6) 2021 the result of a stoma culture reveals e. Coli bacterium. Patient to continue with the same treatment. On (B)(6) 2021 the patient was assessed by the gastroenterologist. Stoma was very dilated with loss of gastric juice that irritated the skin. The patient was prescribed zinc. On (B)(6) 2021 a stoma culture was performed. There was abundant purulent fluid leakage and erythema around the stoma. On (B)(6) 2021 it was reported that due to unknown culture result, patient was prescribed antibiotic fosfomycin 500 mg every 8h, and anti-fungal fluconazole 100mg daily for 15 days. On (B)(6) 2021 the patient stated the stoma was better and she continues with the treatment.